Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patient profile did not appear in the search at the pyxis station, although the patient was present in pd pyxis enterprise server, cprs, and vista. Has (admitting) updated the original admit time from several weeks earlier, after which the patient became visible in the pyxis station selection. This issue appeared to occur on other units with long-term care admissions, particularly those with periods of inactivity. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) provided the customer with guidance on how to designate units as long-term care (ltc) to prevent patient profiles from being hidden due to inactivity settings. This helps ensure long-stay patients remain visible on the pyxis station. The technical support specialist (tss) closed the case.